Manufacturer narrative:
The customer stated that the org-9700a receiver did not detect signals on receivers 10, 11, and 15. The device referenced in this report is beyond its expected life. The unit was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
The device referenced in this report is beyond its expected life. We have requested the return of the unit for failure investigation.